Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. The investigation also included review of the instructions for use, quality control data, and specifications. Only the stopcock was returned for investigation. A visual examination noted the stopcock is heavily soiled. A functional test determined the stopcock opens and closes fine. With use of a microscope, the stopcock was observed to have unknown instrument damage. A review of the device history record could not be performed as the device lot number was not provided. A review of complaint history for the complaint device lot number was not able to be conducted without the lot information. As documented in the instructions for use (IFU): warnings: the balloon should be inflated with a sterile liquid such as sterile water, sterile saline, or lactated ringers solution. The balloon should never be inflated with air, carbon dioxide or any other gas. The maximum inflation is 500 ml. Do not overinflate the balloon. Overinflation of the balloon may result in the balloon being displaced into the vagina. Precautions: avoid excessive force when inserting the balloon into the uterus. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. Instructions for use: important: prior to transvaginal or transabdominal placement of the bakri postpartum balloon, the uterus should be free of all placental fragments, and the patient should be evaluated to ensure that there are no lacerations or trauma to the genital tract and that the source of the bleeding is not arterial. Transvaginal placement : determine uterine volume by direct examination or ultrasound examination. Insert the balloon portion of the catheter into the uterus, making certain that the entire balloon is inserted past the cervical canal and internal ostium. Place an indwelling urinary bladder foley catheter at this time, if not already in place, to collect and monitor urine output. Transabdominal placement, post-cesarean section: determine uterine volume by direct examination. From above, via access of the cesarean incision, pass the tamponade balloon, inflation port first, through the uterus and cervix. Note: remove the stopcock to aid in placement and reattach prior to balloon. Have an assistant pull the shaft of the balloon through the vaginal canal until the deflated balloon base comes into contact with the internal cervical ostium. Close the incision per normal procedure, taking care to avoid puncturing the balloon while suturing. Note: ensure that all product components are intact and the hysterotomy is securely sutured prior to inflating the balloon. If clinically relevant, the abdomen may remain open upon inflation of the balloon to monitor uterine distention and confirm the hysterotomy closure. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. It can be noted that the IFU states that the stopcock can be removed to aid in placement and reattached. Also, the IFU states that all components should be confirmed as intact prior to inflation of the balloon. The stopcock component is responsible for connecting the syringe and/or ric to the balloon and holding the fluid in place once injected. Without this stopcock, the balloon would not be able to retain its fluid. Only the stopcock portion of the product was returned. The balloon rupture could not be duplicated based on the returned device. Because the stopcock was left in the patient likely having disconnected during transabdominal placement, this may also have contributed to the reported balloon deflation. The cause of the event is unknown however the IFU indicates that the stopcock can be removed for ease in placement and the components should be confirmed as intact prior to placement. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
PMA/510(k) #: k170622. Patient code: hemorrhage, foreign body in patient ; device code: hole in material, deflation issue is labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook bakri postpartum balloon with rapid instillation components was used after a caesarian section to achieve hemostasis. The following day the balloon was removed as the patient felt well and showed minor bleeding. Prior to removal the balloon was found to be deflated. Visual inspection of the used balloon identified a hole on the side. The doctor noted the uterus was contracted well and the patient was discharged. The patient experienced bleeding and contacted the hospital. During examination, the doctor noticed part of the bakri balloon was still in the cervical canal and was unable to retrieve it. The patient underwent an additional anesthetic procedure for the retrieval of this device fragment. The patient is currently stable and recovering as anticipated.